Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent a device upgrade procedure. The implantable cardioverter defibrillator (ICD) was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). This defibrillation lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed how the device and lifevest operate independently and recommended follow-up if the patient received a shock. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The out of range measurements were isolated to the proximal coil. The shock vector was reprogrammed to distal coil to can. The patient was also sent home with a lifevest. No adverse patient effects were reported.